Event description:
It was reported that lens was implanted and removed due to a "vitreous tear." The incision was enlarged, the lens was cut out and removed and a sulcus lens was implanted. According to the reporter, there was no capsular tear or damage. No other information is available. Please reference MDR#: 2031924-2014-00117 for the intraocular lens used during this event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.